Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. No patient harm or injury was reported. The nellcor puritan bennett customer support engineer (cse) verified the vent inop condition. The cse inspected the device and replaced the bdu cpu pcb. The unit passed extended self testing.